Event description:
A report was received that a patient's precision system was explanted due to suspected infection at the midline incision site. The patient's symptom was discharge at the midline incision site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70, (B)(4), & (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due to suspected infection at the midline incision site. The patient's symptom was discharge at the midline incision site.

Manufacturer narrative:
Additional information received stated that the physician does not believe symptoms were device related and the patient was not given antibiotics.